Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6) 2014, (B)(6) 2015, (B)(6) 2016, (B)(6) 2017, (B)(6) 2018. Treatments occurred to the flanks, upper abdomen, mid abdomen, low abdomen, arms, and infrascapular area. Various applicators with contours were used to the treatment areas and some of the devices included cooladvantage, coolcurve plus applicator, coolcore applicator, coolmax applicator, and cool petite applicator. On 16/july/2021, the patient was diagnosed with possible paradoxical hyperplasia (ph) to the abdomen, flanks, and infrascapular area (bra fat/upper back).

Manufacturer narrative:
Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained. Zeltiq initiated a voluntary discontinuation and recall of parallel plate applicators for the coolsculpting® system due to the observance of an increased rate of paradoxical hyperplasia (ph) associated with these applicators during a recent analysis of data from the 2019-2021 timeframe. These applicators are sold under the brand names coolcore, coolcurve, coolcurve+, coolmax and coolfit. D1 (brand name), d4 (catalog #), d4 (serial #), d4 (primary UDI number), d4(unique device identifier (UDI) #, concomitant product. Changed: e3 (occupation)n/a, d1 (brand name) unk coolsculpting, h6 (c21), h6 (d16), and g1 (contact). Device 1: d4 - [serial #: (B)(6)]. D4 - UDI #: (B)(4). D4 - catalog #: sa 16789). Device 2: d4 - [serial #: (B)(6)]. D4 - UDI #: unknown d4 - catalog #: sa 16789.

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the abdomen, flanks, infrascapular, arms, hips, and lower back and may have developed paradoxical adipose hyperplasia in the infrasacpular area, flanks, and abdomen.